Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens, but the posterior haptic was bent and was difficult to position in the lens sac. The surgeon stated the haptic was stiff. A capsule tear occurred during insertion of the iol and there was vitreous loss. The lens was removed and an anterior vitrectomy was performed. Another three piece lens was implanted. Sutures were required to close the incision.

Manufacturer narrative:
Evaluation codes: method (other): lens work order search. Results - (other): visual inspection of the returned product found one haptic torn and bent. There was evidence of clear surgical residue. Both sides of the lens optic and haptics were checked for rough/sharp edges and were found to be acceptable. A lens work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.